Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient had a seizure in the brain on the day of the report and needs a brain MRI. The MRI was normal and the patient had an electroencephalogram that was abnormal. The patient had a meeting with the neurologist the week of (B)(6) 2016. Patient services helped to walk the patient through how to turn stimulation back on. It was unknown if the seizure was related to the spinal cord stimulation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.